Event description:
A complaint was received from a customer that stated they had to replace batteries in the system about once every other month since they began using the system. Customer is now reporting that the system is "acting up". While on the phone a review of the system was conducted it was learned that sometimes the system is giving errors, not counting down, not turning on, and only part of the numbers are being displayed. It appears that some of the numbers are not complete. A request was made to return the system for evaluation. In the meantime replacement unit has been provided.